Event description:
It was reported that during first use of this fiber, black spots were identified during testing. The procedure was completed with this device. Analysis of the fiber identified a fiber internal connector fracture and a fiber body kink.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip indicated it was degraded. Visual analysis identified a kink in the fiber body, the connector exhibited burn marks on the surface and no light was passing through the face, indicating a possible internal connector fracture. This can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the observed burn marks on a connector face can be caused by prolonged use of the device and/or the blast shield being damaged. The device instructions for use (IFU) was reviewed. The IFU contains instructions for device preparation and use. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned as it was determined that the identified fiber break is an expected or random component problem without any design or manufacturing issue.

Event description:
It was reported that during first use of this slimline fiber, black spots were identified during testing. The procedure was completed with this device. Analysis of the fiber identified a fiber internal connector fracture and a fiber body kink.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip indicated it was degraded. Visual analysis identified a kink in the fiber body, the connector exhibited burn marks on the surface and no light was passing through the face, indicating a possible internal connector fracture. This can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the observed burn marks on a connector face can be caused by prolonged use of the device and/or the blast shield being damaged. The device instructions for use (IFU) was reviewed. The IFU contains instructions for device preparation and use. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned as it was determined that the identified fiber break is an expected or random component problem without any design or manufacturing issue.